Event description:
Patient underwent a revision knee procedure on (B) (6) 2010. During the procedure, it was determined that the locking ring would not fit into the tibia slot that was designed for it. The procedure was completed using standard oss components instead of avl oss components. A delay greater than thirty minutes occurred as a result.

Manufacturer narrative:
Although component was not returned, photographic images were taken during the procedure. Review of images identified a material irregularity on the slot of the tibia where the lock ring would assemble. Review of device history records show that four (4) units of the lot released with no recorded anomaly or deviation. Two of the four units were available for dimensional analysis and were not found to be out of specification in a manner that relates to the event. (B) (4).